Event description:
It was reported that the patient presented to the hospital with a hematoma, which caused the pocket to re-open. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).